Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since some time earlier this year, maybe in march, the patient had been receiving brief shocks/numbing feeling every now and then. They had intermittent shocking. An email was sent to the manufacturer representative (rep), as the patient said their healthcare provider would like the rep to check the implant. They wanted an estimated ins battery status. Information pertaining to ros and difficulty checking status in (B)(4) omitted. See related event (B)(4) regarding those issues.